Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the balloon could not pass through the sheath. As a result, a new catheter was used successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "balloon did not pass through the sheath" is confirmed. The returned sheath was from another insertion kit, which is too small for the returned iabc. The sheath does not match the specifications for the sheath supplied with the iabc. It cannot be determined that an incorrect sheath was supplied or if the correct supplied sheath was replaced after opening the package. A review of the device history record (DHR) and quality inspections showed that this lot number was released with no component or insertion kit issues. Additionally, the iabc bladder membrane passed dimensional and functional inspection. The root cause of the complaint is undetermined. A potential cause is user error. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the balloon could not pass through the sheath. As a result, a new catheter was used successfully. There was no report of patient complications, serious injury or death.